Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa was initiated (B)(6) 2019. It was reported 28 jan 2020 that on (B)(6) 2019 the patient reported having severe abdominal pain. An abdominal CT revealed there was a subcutaneous infection around the skin at the stoma site. The patient was treated with an antibiotic(s) (name/route: unknown). On (B)(6) 2019 a blood test confirmed there was an improvement of the inflammatory reaction. Patient was discharged on (B)(6) 2019.